Event description:
Subsequent to the previously filed medwatch, additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device with an 8f sheath after a transcatheter endovascular aneurysm repair (tevar) procedure. The procedure was delayed twenty minutes due to the cut down procedure to achieve hemostasis.

Event description:
It was reported that puncture site closure of an unspecified vessel was attempted using a prostar device after an interventional procedure. Reportedly, a suture break occurred. Hemostasis was achieved surgically. The patient is doing well. No adverse patient effects could be observed. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.